Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the cage broke during surgery. No other information provided. Additional information has been requested.

Manufacturer narrative:
During the review of the DHR, it was concluded that the product was inspected and accepted for use and met all specified parameters of the receiving inspection report with no associated nonconformance specific to the product issue. The returned device was evaluated and confirmed that the implant was cracked at the proximal inserter point. Due to the damage areas of the implant cannot be measured. The areas that can be measured met specifications. Another implant from the tray was used to complete the surgery. The surgery was not extended 10 minutes and no additional anesthesia was administered. There was no reported patient injury associated with this event. The root cause of the issue is unknown, but may be the result of some action by the user or anatomical conditions of the patient. Peek implants can fracture and may be the consequence or result of incomplete device training or result of improper surgical technique (excessive force) or insufficient patient disc preparation or collapsed disc space allowing for proper insertion. Complaint monitoring will continue and additional action will be taken in the event that an adverse trend is identified. No additional action is planned at this time. Review of labeling notes: warning cautions and precautions: "surgical outcomes with this device are significantly affected by the surgeon's proper patient selection, preoperative planning, proper surgical technique, proper selection and placement of implants and complete compliance of the patient. Selection of the proper size, shape, and design of the implant for each patient is extremely important and crucial to the success of the procedure. Implants are subject to repeated stresses in use, and their strength is limited by the size and shape of the human spine."